Manufacturer narrative:
Citation: soschynski m post-tavi follow-up with mdct of the valve prosthesis: technical application, regular findings and typical local post-interventional complications fortschr rontgenstr 2017 dec 28 doi: 10.1055/s-0043-124190 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding technical application, regular findings and typical local post-interventional complications post-transcatheter aortic valve implantation (tavi) follow-up with multidetector computed tomography (mdct) of the valve prosthesis. This is a review article and all data were collected from multiple centers. The study population included unspecified number of patients and unspecified number of which were implanted with medtronic corevalve. Among all patients adverse events included: valve thrombosis with thickening of the right and non-coronary leaflets, incorrect valve position, occlusion of the coronary ostia, paravalvular insufficiency and incorrect stent expansion. Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. No additional adverse patient effects or product performance problems were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.